Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose levels and no delivery alarm. Blood glucose level at the time of the incident was 353 mg/dl which was treated with insulin pump, then went down to 108 mg/dl. Customer stated they had a low event with 53 mg/dl before going high. Customer treated with snack bar and juice. During troubleshooting, insulin exited with 5.0 unit fixed prime. Explained to customer there may be possible site related issue or site/set occlusion. Advised to change the entire infusion set system. The customer's blood glucose was 355 mg/dl at the time of call. The insulin pump will not be returned for analysis.